Manufacturer narrative:
The customer contact indicated that the device was discarded. Testing and investigation is complete. The devices were not received. During the investigation, no possible causes for the customer reported air leaks were identified. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The international affiliate was contacted and information on reprocessing of the device was requested. No response has been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented events of air in line. On unspecified dates, it was reported that air leaks at the flow regulator of the cassette of the tubing sets were noted. The customer contact reported that the sterility may have been compromised. No specific details were provided. No information was provided if the reported air leak occurred during or prior to patient use; however, there were no reported adverse patient effects and no reported delay of therapy. No medical interventions were reported. Though requested, no additional information was provided.